Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the cardiac resynchronization therapy defibrillation (crt-d) system, the patient experienced a new on-set atrial fibrillation (af), which required direct current (dc) cardioversion to revert to sinus rhythm. The crt-d system remains in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.